Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician noted the arrhythmia was supraventricular tachycardia (svt) where the qrs amplitude was reduced and there was p-wave oversensing. The patient was brought in for an exercise test in an attempt to reproduce the change in morphology. During the test they noted many premature ventricular contractions (pvcs) but did not observe any morphology changes. Review of the stored s-ecgs found similar qrs complexes with reduced amplitude. Subsequently the sensing vector was reprogrammed and the smart charge feature was extended. Technical services (ts) was consulted for review. Upon review, ts noted there was an abrupt change in signal amplitude with likely t-wave oversensing when programmed in alternate sensing vector. Ts agreed with the reprogrammed sensing vector of secondary. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.